Event description:
It was reported that the recently implanted vns patient¿s device was not working, so he was referred for surgery. The patient reported that his neurologist and surgeon were not able to communicate with the patient¿s device. Further follow-up revealed that the patient¿s device showed high impedance on (B)(6) 2014. The patient underwent surgery the same day. Prior to surgery, diagnostic results revealed high lead impedance. The surgeon re-inserted the lead pin into the generator header and diagnostic results showed lead impedance within normal limits. The surgeon elected to replace the patient¿s generator during the procedure. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted past the connector blocks. In addition, the in-line cavity go gauge test passed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.